Event description:
It was reported that during the implantation of a retroarc sling "after pulling the mesh sling up behind the [trocars], there was excessive bleeding from patient's right where the sling was in place". The physician applied a "tamponade with a swab" for 3 to 5 minutes. When the swab was removed there was still heavy bleeding so the physician repeated the "tamponade with swab" this time stopping the bleeding. The sling was "left in [the] patient". There was "250ml [of] blood loss recorded." No further patient complications have been reported in relation to this event.